Event description:
Several attempts were made to start blood pump and/or reset. To prevent blood loss attempt was made to manually reinfuse pt via handcrank. When this wa attempted blood pump took off at an extremely fast rate (greater than 500cc/min). This stopped with in a few seconds however, pt arterial & ninous needle sssticks infiltrated preventing pt from being dialyzed on the dry.